Event description:
The report stated that during a gastrectomy, oozing under 200cc occurred although an end tone, indicating a completed seal, was heard. A forcetriad energy platform was in use at the time. Another device was used to complete the surgery without incident. There was no pt injury.

Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.